Event description:
During follow-up, noise resulting in oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.

Event description:
It was reported that the device was reprogrammed to deactivate high voltage therapy on the right ventricular lead. The patient was stable and there were no adverse consequences.